Event description:
It has been reported that during a patient use event, the device's voice prompts were difficult to hear and the volume was too low. There are no known consequences or impact to the patient.

Manufacturer narrative:
Updated reporter institution information.